Event description:
Customer reported that numbers on the insulin pump display were scrolling without input and that a battery change had not resolved the issue. The blood glucose reading was 195 mg/dl. Customer treated with manual injection. She did not recall any significant events leading to the keypad anomaly. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with intermittent button response, due to corroded keypad traces. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked battery tube threads and cracked belt clip slot.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.